Manufacturer narrative:
A.4 is unknown. The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions: including catheter position, pre-existing medical conditions, and small left ventricular volumes: may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
It was reported that a patient presented and was found to be hypotensive and had witnessed cardiac arrest with immediate cardiopulmonary resuscitation including one round with subsequent return of spontaneous circulation. The decision for an impella cp was made. The impella cp was independently placed via the right femoral artery. The patient was noted to be having refractory ventricular fibrillation during the procedure requiring defibrillation x 15. Lidocaine and amiodarone drops were infusing. Mean arterial pressure was stable with the impella on auto and levophed was infusing. Rhythm was stabilized. It was noted that this was a difficult case. The patient remained on significant pressor and inotrope with impella support through the day. Attempts were made to de-escalate the impella due to limb ischemia and hemolysis. There was critical limb ischemia in the right lower extremity as confirmed by doppler. There was gross hemolysis of lab specimens to the extent that the lab values would not result and the patient had also stopped making urine. Neuro exam was questionable. The family was presented with the option to escalate to an impella 5.5. However, they elected to withdraw care. The patient was made do not resuscitate. The family was at the patient's bedside for withdraw of care and discontinuation of impella. The patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The pump was not returned for investigation. Clinical symptoms (ischemia/ventricular fibrillation): the root cause of the injury could not be determined due to insufficient clinical details. Mechanical interaction with blood (hemolysis): according to the clinical details, hemolysis was reported on 20-aug. The data log does not show any major suction alarms or positioning issues during the case run. The placement signal showed some deterioration trend before the reported hemolysis and later some improvement. No motor current spikes were reported during the case run. The cause of the hemolysis issue was not determined, as the product was not returned for investigation and sufficient clinical information was not provided. Device history review: the device passed all the post sterile inspection checks.